Event description:
During a coronary artery drug eluting stenting treatment procedure there was stent damage. The hpysician was treating a lesion in the proximal left anterior descending )lad) coronary artery. He placed a 3.5x25mm taxus express2 drug eluting stent successfully. While attempting to place a second 3.5x32mm taxus express2 stent, it was not possible to cross the first stent. When the physician removed the stent delivery system it was noticed that the stent had flared. No pt complications were reported.